Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown/ asked but not available. Implant date: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluated by MFR: the device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was removed from patient's operative eye immediately after implanting as the surgeon noticed that the capsule had torn. It wasn't sure if it was torn before implanting the lens or if it happened during lens insertion. A three-piece lens (za9003) of same diopter was used as the replacement. The patient is doing well with no further complications. The original lens was discarded. No other information was available.